Event description:
I-stop trans-vaginal mesh icl med incorporated. Incontinence treatment. Gyn consulted for pain in (B)(6) 2012. Specialist urogynecologist consulted. Tests ran. Mesh protrudes through left side of vagina. Surgery required to correct problem. Some fiber of mesh might remain per surgeon. In (B)(6) 2012, sneezing led to bleeding in vagina. More surgery found tissue that was abnormal. Oncologist consulted. Rare reaction to the spindle cells in body. Now has combined incontinence with pain. Kidney failure experienced for about 1 week. Home health nurse found a piece of mesh inside vagina. Nerve issues also noticed.